Event description:
According to the reporter, during a colectomy, while on the anastomosis of the bowel, on the third firing, the device was difficult to fire at first, but it went easier when the surgeon pushed the firing knob forward. When the device was removed to be inspected, the tissue was cut but the staples did not deploy into the tissue. A new stapler was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.